Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels ranging from 200 mg/dl to 456 mg/dl. The suspected cause is the pump as complete supply changes and troubleshooting has not resolved the issue. Reportedly, the use of manual injections did lower the bg. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. However, the customer requested a pump replacement and reverted to manual injections.